Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal multiple tampons fell apart leaving pieces inside her vaginal cavity. She reported that one time a piece of pledget came out. She was unsure if pieces remained inside her vaginal cavity but stated she will not seek medical attention. She did not experience any adverse health effects.